Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-6 alarm was identified during the alarm log review; however, no issues were found related to the reported condition during functional testing. The should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-6 (low battery voltage (10.4v or less) was detected) alarm. No additional information is available.